Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4) returned test strips evaluated with defect found; black chemistry observed. Meter not returned for evaluation. The most likely root cause is black chemistry due to improper storage. The complaint is reported by a distributor in (B)(4) on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer name: (B)(6). The covering box was sealed originally, but the lid of the test strip vial was open. Test strip expiration date is 04/24/2018.